Event description:
It was reported that a child patient experienced multiple ineffective shock therapies with shock impedance over one-hundred ohms, and thus the shock configuration was reprogrammed to a triad shock configuration at the beginning of may. Defibrillation tests were good after reprogramming, with a shock impedance of about forty to fifty ohms. Afterward, multiple ineffective therapies occurred once again, likely due to a bad shock vector between pericardial lead coils and the can. The device was later explanted, and the right ventricular (rv) lead was surgically abandoned. A new transvenous system was implanted, and the old device system was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a child patient experienced multiple ineffective shock therapies with shock impedance over one-hundred ohms, and thus the shock configuration was reprogrammed to a triad shock configuration at the beginning of may. Defibrillation tests were good after reprogramming, with a shock impedance of about forty to fifty ohms. Afterward, multiple ineffective therapies occurred once again, likely due to a bad shock vector between pericardial lead coils and the can. The device was later explanted, and the right ventricular (rv) lead was surgically abandoned. A new transvenous system was implanted, and the old device system will be returned for analysis. No additional adverse patient effects were reported.